Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Provider alleges charger caught on fire.

Manufacturer narrative:
There was no evidence of fire on the returned charger. As the charger was found to be non-functional upon return, the charger was returned to the manufacturer (edac) for analysis. Edac provided 8d analysis indicating a failed capacitor at the c7 location on the charger's pcb. The outgassing of this capacitor was contained within the charger enclosure.

Event description:
Provider alleges charger caught on fire.